Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the reservoir was unable to fill. During prime, the reservoir would just pull back and not do anything. Customer's blood glucose was unknown. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
One opened and used reservoir was evaluated and the transfer guard needle was found occluded. The reservoir failed per inspection.